Event description:
Boston scientific crm received information that the patient implanted with this device had blacked out in the hospital. The patient was in ventricular fibrillation. It was reported the device did not deliver therapeutic shocks or pacing. The patient was resuscitated, requiring external defibrillation. The patient was moved to the ICU. Pacing parameters were reprogrammed. No further adverse patient effects were reported.

Event description:
On (B)(6), 2010, it was reported that this patient died. Strips were sent to boston scientific technical services for evaluation. The electrocardiograms were reviewed and it was discussed that the patient experienced a slow vr morphology and there was proper sensing. However, the rate was on the border of the vt-1 zone for which no therapy was programmed. The physician had no allegations against the device and did not feel that it caused or contributed to this patient's death. The physician stated that the morphology of the vf was very different from what was observed during induction testing following implant.

Manufacturer narrative:
The device will not be returned for laboratory analysis. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
The device remains implanted. Further evaluation of device information is ongoing. This report will be updated once additional information becomes available.